Event description:
It was reported that 2 days following implant of pacemaker, the patient's heart rate increased and then decreased to 30 beats per minute before going into asystole. The patient was resusitated, was very unstable, and died a few days later due to edema of the brain. Printouts from the pacemaker "from the day where the syncope happened" noted atrial fibrillation initiating ventricular fibrillation. Testing of the device showed everything was normal and there was no indication of device malfunction. There is no allegation from a health care professional that the death was device related. Additional information has been requested and not yet received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.